Event description:
Information was received that the when the nurse was changing the cassette, it was noted that the cadd legacy plus pump was shut off and the cassette was still full. When the nurse turned on the pump, it alarmed maintenance 60". The patient told the nurse that he fainted thrice, he felt chest pain, his mouth was dry and had shortness of breath. The patient took alprazolam but was not hospitalized, and everything went back to normal after 24 hours.